Manufacturer narrative:
It was reported by the customer that the line of the max extension was unable to clear. One photo of an unknown bd infusion set was submitted for quality evaluation. The photo shows that the infusion set is filled with blood and does appear to be able be flushed. The customer complaint of flow issues - fluid blockage was confirmed. A root cause for the issue could not be determined due to a physical sample not being provided. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the line of the max extension was unable to clear.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed